Manufacturer narrative:
Correction: this file is no longer reportable. There has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event.

Event description:
The customer reported keypad issues. There was no patient involvement reported.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported keypad issues. There was no patient involvement reported.